Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alert. The customer¿s blood glucose level was unknown at the time of incident. It was reported that the had issues with battery. The customer stated that they did not received a low battery prior to off no power. Customer stated that was not the second occurrence of off no power without a low battery warning. The customer was advised to insert a new battery per instruction functional unit and new battery resolved the issue. The customer was advised to monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no off no power alert noted.